Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a vibration issue. The pump gives a buzzing noise. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/13/2013 with the following findings: no defect was found. Pump powers with an audible tone, vibration alarm and blank display. After a short period of time a "call service -sleep error" appears on the display. Inspected piezo connections and all solder joints intact unable to duplicate audible issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.